Event description:
The lay user/reporter called lifescan on april 27, 2006, and alleged that the patient's meter was reading inaccurately high. According to the reporter, a comparison of the patient's meter to the nurse's meter showed a big difference. On april 8, 2006, the patient obtained a result of 25.4 mmol/l and the nurse's meter read 11.6 mmol/l. The time difference between the results was withing 10 minutes. Prior to the comparison, the patient was having symptoms of shivering and weakness occasionally. She continued to take her daily regimen of novomix 30, 26 units in the morning and novomix 30, 18 units in the evening, as well as gluformin pills, 3 times a day. The patient is also being treated for low blood pressure and the reporter stated that her blood glucose varies a lot due to being sensitive to weather changes. The patient did not receive any treatment from her home health nurse, nor did she seek any medical attention, when experiencing the symptoms that she reported. The reporter did not have the patient's testing supplies with her; therefore no troubleshooting was done. This complaint is being reported, as the difference between the patient's meter and the nurse's meter exceeds the 30% acceptable range and the patient reported symptoms she had at one time that could be suggestive of hypoglycemia. A replacement meter has been sent.